Event description:
A st elevation occurred. It was reported that sureflex steerable guiding sheath selected for use during index procedure (pulse field ablation) occurred on (B)(6) 2025. A transient st elevation was noted at the end of the procedure. Air bubbles through the sheath were observed. An image was performed (ultrasound/echocardiogram/tee/tte). The procedure was completed. No further information was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the device has returned for analysis and it passed flushing test. Visual inspection showed no damage to any component of the device including the hub, seals or distal tip. Pressure test was successful; the devices was able to be test within design verification measures for positive pressure and negative pressure and the device was able to hold positive and negative pressure as expected with no leaks observed at any moment. The reported allegation of air in device is not confirmed as the returned sheath performed as expected in all tests, no leakage or inability to hold pressure were noticed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the sureflex steerable guiding sheath risk documentation was completed and confirmed that the event of embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the information available is insufficient to confirm the cause of the complaint; therefore 'unable to exclude device problem' was selected. The device performed as expected in all tests with no leaks observed at any time. No damage or problems where found. The IFU captures the applicable harms as well as instructions to read the sheath IFU and ensure the device is clear of air, therefore st segment elevation is a known inherent risk of device for the sureflex steerable guiding sheath device.

Event description:
It was reported that sureflex steerable guiding sheath selected for use during index procedure (pulse field ablation) occurred on (B)(6) 2025. A transient st elevation was noted at the end of the procedure. Air bubbles through the sheath were observed. An image was performed (ultrasound/echocardiogram/tee/tte). The procedure was completed. No further information was reported. The device is expected to return for analysis. It was further reported that the patient complication (ae) came up at the end of the procedure, when all the devices (sheath included) were removed from the body of the patient. The sheath with dd was not used to perform transeptal and there was no issue with transseptal. Some air was observed coming back through the flush port when aspirating during the insertion of the catheter. Adverse event was resolved before the patient left the lab, no hospitalization has been prolonged, patient has been discharged. Air bubbles were observed through the flush port.

Event description:
A st elevation occurred. It was reported that sureflex steerable guiding sheath selected for use during index procedure (pulse field ablation) occurred on (B)(6) 2025. A transient st elevation was noted at the end of the procedure. Air bubbles through the sheath were observed. An image was performed (ultrasound/echocardiogram/tee/tte). The procedure was completed. No further information was reported. The device is expected to return for analysis. It was further reported that the patient complication (ae) came up at the end of the procedure, when all the devices (sheath included) were removed from the body of the patient. The sheath with dd was not used to perform transeptal and there was no issue with transseptal. Some air was observed coming back through the flush port when aspirating during the insertion of the catheter. Adverse event was resolved before the patient left the lab, no hospitalization has been prolonged, patient has been discharged. Air bubbles were observed through the flush port.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field adverse event or product problem(b5), in section b - describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) report source (g2), in section g - all manufactures.